Event description:
It was reported that the asymptomatic patient was presented in clinic for follow-up. Post-pace t-wave oversensing was observed on stored egm. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes indicated that the device was reprogrammed in the past but post-paced t-wave oversensing continued to be seen on the device. The patient remained asymptomatic. Additional programming changes were made and the device remains implanted.

Event description:
New information received notes that the device continued to exhibit post-paced t-wave oversensing. The patient was asymptomatic. The device was reprogrammed and remains implanted.